Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back. The rash is reddish in color and slightly bleeding. There was no alleged device malfunction contributing to the irritation. Patient was recommended to keep the area clean and dry by a physician. Follow up indicated that the irritation is better.